Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the device was unable to vacuum. As per clinical specialist a surgeon was using a titan flex 360 stabilizer and noted that the vacuum was weak and would not hold the tissue well, despite increasing the vacuum to -600 mmhg. It is unknown if any significant procedural delay was caused by this problem. Terumo continues an attempt to gain more information regarding this event from the user facility. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The sample was returned with no visual anomalies noted. Upon evaluation of the returned sample by the supplier, it was found fully functional per specifications; no vacuum restrictions were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 9, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that there was no delay in the procedure.